Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on carefusion screen. A field service engineer found the station displaying a blue carefusion screen, powered it off, reseated the network cable connections, then powered it back on and tested. During testing encountered login issues, which also verified were resolved after troubleshooting. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated that the facility experienced a power outage. After the station was rebooted, it becomes stuck on the carefusion screen, and the issue persisted despite multiple reboot attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.